Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed the system did not bootup successfully. The fse performed functional tests and adjusted the proximity sensors of the c-arm movement and the issue was resolved. The issue recurred after few days where the fse found that the mpdu (main power distribution unit) had failed. The fse replaced the mpdu to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.